Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was hot to touch when charging. There was no reported adverse impact to the customer's blood glucose. Reportedly, customer plugged wall adapter into a different wall socket to address the issue.